Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler generated e06 and e0e error codes. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.